Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high triglycerides result generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The erroneous result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced lower results. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.

Manufacturer narrative:
The samples were serum collected in red-top tubes. No sample issue was noted. Qc was acceptable. No other chemistries were affected and no system error message was noted. Service visit was not ordered as the issue appears to be sample related.